Manufacturer narrative:
The complaint is being reported by zimmer biomet (B)(4). Review of the device history record could not be performed as no lot number was reported for this complaint. Product examination found that neither unit would function at all. The first unit was found, after testing with a voltmeter, to have a dead battery. After replacing this battery, the unit functioned normally. The second unit was found to have a leaking battery that corroded the adjacent battery contacts. This complaint is confirmed. The root cause cannot be specifically determined with the provided information.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that during surgery, the product operated, but stopped immediately. An alternate product was used to finish the surgery. Additional information received jan 4, 2017 confirmed the battery was leaking.